Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device dislocation ("migration"), device breakage ("device breakage"), fallopian tube disorder ("fallopian tube rupture") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), fallopian tube disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), infection ("infections"), pelvic pain ("severe pelvic pain"), abdominal pain ("abdominal pain and cramping"), dysmenorrhoea ("debilitating menstrual pain"), menstruation irregular ("irregular menstrual cycles"), dyspareunia ("dyspareunia"), vaginal discharge ("discharge"), hypersensitivity ("allergic and/or hypersensitivity reactions"), amnesia ("prolonged memory loss"), rash ("rashes"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue"), abdominal distension ("abdominal bloating"), endometriosis ("endometriosis") and cystitis ("cystitis"). The patient was treated with surgery (removal of essure on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, device dislocation, device breakage, fallopian tube disorder, genital haemorrhage, infection, pelvic pain, abdominal pain, dysmenorrhoea, menstruation irregular, dyspareunia, vaginal discharge, hypersensitivity, amnesia, rash, alopecia, dysgeusia, dental caries, fatigue, abdominal distension, endometriosis and cystitis outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, cystitis, dental caries, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube disorder, fatigue, genital haemorrhage, hypersensitivity, infection, menstruation irregular, pelvic pain, perforation, rash and vaginal discharge to be related to essure. Further company follow-up with the consumer or lawyer is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), fallopian tube perforation ("perforation"), device dislocation ("migration"), device breakage ("device breakage"), fallopian tube disorder ("fallopian tube rupture") and genital haemorrhage ("abnormal bleeding") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent any essure confirmation test" in (B)(6) 2009. The patient's medical history included gastric banding, kidney stone, lithotripsy, carpal tunnel syndrome, obesity, cholecystectomy in (B)(6) , appendectomy in (B)(6) and paratubal cyst. Previously administered products included for prevent pregnancy: oral contraceptive nos. Concurrent conditions included hypertension and hyperlipidemia. Concomitant products included aciclovir (acyclovir), alprazolam, celecoxib (celexa) since (B)(6) 2010, ciprofloxacin, doxycycline hydrochloride, fluconazole, gabapentin, hydrocodone bitartrate;paracetamol (lortab), ibuprofen since (B)(6) 2016, metronidazole (flagyl), phentermine hydrochloride (adipex) from (B)(6) 2009 to (B)(6) 2010, promethazine and sertraline hydrochloride (sertraline). In (B)(6) 2009, the patient experienced dysmenorrhoea ("debilitating menstrual pain/dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and abdominal pain lower ("pain: lower abdomen"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2014, the patient experienced endometriosis ("endometriosis") and adenomyosis ("adenomyosis"). In (B)(6) 2014, the patient experienced acne ("acne"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), fallopian tube disorder (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), infection ("infections"), pelvic pain ("severe pelvic pain"), abdominal pain ("abdominal pain and cramping"), menstruation irregular ("irregular menstrual cycles"), vaginal discharge ("discharge"), hypersensitivity ("allergic and/or hypersensitivity reactions"), amnesia ("prolonged memory loss"), rash ("rashes"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue"), abdominal distension ("abdominal bloating") and cystitis ("cystitis"). The patient was treated with surgery (she underwent a hysterectomy with bilateral salpingectomy in order to remove essure and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, device breakage, fallopian tube disorder, infection, pelvic pain, abdominal pain, dysmenorrhoea, menstruation irregular, vaginal discharge, hypersensitivity, amnesia, rash, alopecia, dysgeusia, dental caries, fatigue, abdominal distension and cystitis outcome was unknown, the genital haemorrhage, endometriosis, menorrhagia, vaginal haemorrhage, acne, adenomyosis and abdominal pain lower had resolved and the dyspareunia was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, adenomyosis, alopecia, amnesia, cystitis, dental caries, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube disorder, fallopian tube perforation, fatigue, genital haemorrhage, hypersensitivity, infection, menorrhagia, menstruation irregular, pelvic pain, rash, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: pathology report: ulceration and chronic inflammation, with mild glandular dysplasia. Endometrium - secretory. Myometrium - adenomyosis. Serosa- unremarkable. Fallopian tubes- para tubal simple cysts. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain; endometriosis; adenomyosis and abdominal pain." Most recent follow-up information incorporated above includes: on 7-jan-2019: reporter information was added. This case concerns 38 year old patient. Her demographic was updated. Her historical conditions/medication and concurrent condition were added. Essure indication was updated. Her concomitant medications were added. Per plaintiff fact sheet following events: abnormal bleeding (vaginal, menorrhagia); acne, adenomyosis, dysmenorrhea (cramping) was clubbed with previously reported event: menstrual pain; pain: lower abdomen and she did not underwent any essure confirmation test) were added. She had recovered from following events: abnormal bleeding; acne, pain in lower abdomen adenomyosis and endometriosis. She was recovering from the dyspareunia. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.